Event description:
Boston scientific received information that the right ventricular (rv) lead exhibited low shock impedance measurements. It was discovered that the patient had a vt ablation on the date of the low impedance measurements. A subsequent device check noted appropriate measurements. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.